Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found however blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported that during implant of the atrial lead, the lead perforated through the heart wall. Loss of capture and loss of sensing was observed. The lead was removed and a new lead implanted. No further patient complications have been reported.

Event description:
It was reported that during implant of the atrial lead, the lead perforated through the atrial wall. There was a loss of capture and loss of sensing observed. The lead was consequently removed and a new lead implanted. There were no further patient complications or issues as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; however, blood was noted in the helix mechanism on visual inspection.